Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-05458. It was reported the patient was not receiving effective therapy due to high impedances. The leads were found fractured during surgery on (B)(6) 2023. As a result, the leads were explanted and replaced, restoring therapy post-op.